Event description:
It was reported that stent damage occurred. The patient presented with chest pain for two hours. The target lesion was located in a coronary artery. A 32x3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noticed that a part of the stent was misshapen. The procedure was completed with another of the same device. No patient complicaitons were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Multiple stent strut rows were damaged and lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain for two hours. The target lesion was located in a coronary artery. A 32x3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noticed that a part of the stent was misshapen. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.